Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected the hrm task did not grant motor power in reasonable time alarm or the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was alarms were noted during testing. Moisture damage was found on the motor during visual inspection. Pump received with scratched case. Pump received with pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer was able to clear the alarm and was able to complete the rewind. The insulin pump successfully completed steps in the displacement verification table. The self-test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.